Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient had a pocket infection from recent upgrade. The patient noted that the incision was oozing since the upgrade and opened within the last week. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.